Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked after attaching the IV tubing to the j-loop. The following information was provided by the initial reporter: "with j loop attached to IV tubing, fluid would not flow. J loop flushed but fluids would not run to gravity."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-feb-2023 . H6: investigation summary a complaint of fluid not passing through tubing was received from the customer. Four samples were received. All samples were tested for occlusion by attaching a syringe and seeing if fluid would pass. For all samples, no defects or damages were observed. The defect fluid issues could not be replicated. A device history record review for model mp5303-c lot number 22119005 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the failure not being able to replicated, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked after attaching the IV tubing to the j-loop. The following information was provided by the initial reporter: "with j loop attached to IV tubing, fluid would not flow. J loop flushed but fluids would not run to gravity."